Event description:
A consumer reported vision problems following an intraocular lens (iol) implant procedure. She stated that she was able to read without glasses prior to surgery and now reading is difficult. She admitted that she can see to read "perfectly clear" in bright natural sunlight, but not under indoor lighting. All letters have shadows around them when she reads. She was told her brain would adapt and was instructed not to wear reading glasses. When she does attempt to wear reading glasses, everything looks concave. She complains of difficulty seeing t drive at night and complains of halos. She also stated that crafting and painting are very difficult for her now. The consumer had a yag capsulotomy and is scheduled for a second opinion to discuss exchanging the lens. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. Zip code is not indicated at this time. (B)(4).